Event description:
The pt received a scs system on (B)(6) 2007. It was reported that the pt has not used stimulation for 2 years. There was no communication with the charger. The ipg was replaced with an eon mini ipg. The stimulation was captured postoperative. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.